Event description:
It is reported that the surgeon is concerned about stability issues for an unknown number of patients.

Manufacturer narrative:
This report will be amended when our investigation is complete.